Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve have been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 2 years, 7 months due to moderate stenosis. No planned date for intervention yet. Patient will be monitored closely for disease progression before intervention is planned.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including end stage renal disease (esrd).

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported and through investigation that a patient with a 23mm 3300tfx aortic valve have been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 2 years, 7 months due to calcification, leaflet thickening, and significant stenosis. No planned date for intervention yet. Patient will be monitored closely for disease progression before intervention is planned. Per medical records, echo on (B)(6) 2025, bioprosthetic aortic valve with moderate thickening and calcification of the leaflets. No evidence of paravalvular aortic regurgitation and stenosis with sub-valvular narrowing. On (B)(6) 2025, the patient underwent tmvr. Echo on (B)(6) 2025; bioprosthetic aortic valve not well visualized. Difficult to measure av area as lvot diameter cannot be reliably measured. Peak velocity and mean gradient are consistent with significant valve stenosis. If indicated, consider cardiac CT for further evaluation.